Event description:
It was reported that there was an issue with a spectrum pump air line detector sensor. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the air in line detector sensor issue which was confirmed during evaluation. It was observed that the upstream sensor had low fluid numbers. Low ultrasonic readings make the pump more sensitive to air in line alarms. The failed upstream sensor was replaced.